Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the left radial artery of a patient in the medical surgical ICU. During insertion, the resident experienced difficulty and inserted a spring wire guide to try and correct the problem. He was unable to gain correct access and the wire became kinked in the catheter body. The resident was unable to remove the guide wire therefore, the wire and catheter were removed as one. A new left arterial line was inserted and used successfully. There was no delay in treatment and no patient death or complications reported.